Event description:
A report was rec'd that the pt would undergo an explant due to infection. The pt's incision site was not healing, was red, and there was fluid in the pocket site. The physician prescribed the pt antibiotics.

Manufacturer narrative:
The explanted devices are not returned to bsn for evaluation as they were discarded by the medical facility.